Manufacturer narrative:
The information received indicates that there were significant delays between the aliquots being prepared and being analyzed. The alarm trace shows the operator set the mpa to "pause" mode for extended periods. These delays can result in sample evaporation in the aliquot cups, and the degree of evaporation is sufficient to account for the elevated sodium concentrations in the aliquots. The root cause was operator error due to not checking the viability of the mpa aliquots after processing delays. There were no injuries, illnesses, or deterioration in health to the patients from this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer was receiving questionable results for samples coming from their mpa system. After samples are aliquoted in the mpa, they are processed on the customer's cobas c501 (serial number (B)(4)). The customer provided data for nine patients, of which four had discrepant result for ion selective electrode (ise) sodium. The mpa samples were repeated with similarly high results. The samples were then analyzed from the primary tube straight to the same c501 analyzer. The first patient had an initial sodium result of 148 mmol/l. The repeat result was 140 mmol/l. The second patient had an in initial sodium result of 146 mmol/l. The repeat result was 139 mmol/l. The third patient had an initial sodium result of 147 mmol/l. The repeat result was 140 mmol/l. The fourth patient had an initial sodium result of 147 mmol/l. The repeat result was 140 mmol/l. The customer considers the repeat result to be correct. No patients were adversely affected by this event. The lot number and expiration date for the sodium electrode were not provided. The field service representative could not determine the cause of this event. He thinks sample cup contamination is a possibility. The customer performed calibration and quality control with passing results. Customer will run and monitor results.